Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that there was thrombus and positioning issues during impella cp support. The impella cp was implanted successfully but popped across the valve and would not cross the aortic valve again. It was explanted to rewire for insertion, and it was noticed their clot on the cage. A new impella cp was implanted. No patient harm or injury was noted.

Manufacturer narrative:
The investigation for the reported thrombus and positioning issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the positioning issue was use related. The cause of the reported thrombus issue was patient condition related. As noted in the impella IFU: impella cp with smart assist system section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.